Event description:
The customer reported the left and right monitors failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu board and software chip were reset. Also, the dap was reconnected and a cable replaced. The system was then found to be operating as intended.